Event description:
Information received from the field does not address the patient's clinical status but notes telemetry could not be established and interrogation found the device in vvi mode with a rate of 70 ppm. Dashes (---) were displayed for most of the other parameters. Attempts to reprogram and return to standard were unsuccessful.